Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after inserting the sheath dilator over the guidewire, the guidewire and dilator were removed, and the catheter was inserted. When the sheath was peeled away at the end, there was no sheath tear. Since the sheath could not be ripped by any means, a cut was made with a scalpel. The sheath still resisted tearing, and the sheath was finally peeled away with additional cuts. There was no reported patient injury. Additional information: after inserting the catheter and performing peel away, red plastic remained around the catheter, so the sheath and catheter stuck together and peel away was not possible properly. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel of a microintroducer sheath is confirmed and was determined to be manufacturing related. One 5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the returned microintroducer sheath revealed the sheath to be fully peeled in half with blood use residues along the device. A plastic ring was observed at the proximal end of the sheath along the red pull tab labeled with ¿bard¿. A microscopic observation of the returned microintroducer sheath revealed whitening around the plastic ring left by the red pull tabs. Some plastic deformation was observed throughout the red, plastic pull tabs. This failure was determined to be caused during the manufacturing process. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent the recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.